Event description:
Information was received from a patient receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that the last time the patient had an MRI (magnetic resonance imaging) done in 2023, the pump shut down. The patient had arranged for a manufacturer representative (rep) to be present at the location of the MRI. An agent asked the patient if the pump did not restart on its own, and the patient stated they were not sure if the pump restarted or not but they knew the rep was present.

Manufacturer narrative:
B3. Event date is approximate, year is confirmed valid. See b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.